Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the cause of the malfunction cracked glue on both the objective lens and light guide lens was traced to be component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had cracked glue on both the objective lens and light guide lens. There was no patient involvement.